Event description:
The user facility reported the employee is fine and is no longer on medication.

Event description:
A steris service technician was advised by (B) (6) that an operating room (or) employee inhaled fumes from steris 20 sterilant concentrate (s20). An employee from another department had disposed of a cup of s20 in the trash with residual sterilant left in the cup. This individual failed to immerse the cup in water as directed by steris's operator manual. The affected employee was in another room and smelled an odor. She went to investigate and found the smell was coming from the trash can. As she bent down by the trash can to see what the smell was coming from, she inhaled the fumes from the s20 cup.

Manufacturer narrative:
A steris account manager conducted an in-service training for hospital personnel regarding the proper operation of the system 1 processor on (B)(4), 2008.

Manufacturer narrative:
According to the operating room manager, the affected employee was treated in the ER and was given a medrol dose pack (oral steroids) and steroids inhalers for breathing difficulty. She returned to work a couple of days later, and she will be following up with a pulmonologist. The or manager stated the employee, from the respiratory department who disposed of the cup of sterilant, didn't follow procedures on checking the cup of s20 before disposing of it in the trash. Approximately one week after this event, the same incident occurred with the same employee. The affected or employee had breathing difficulty again from the fumes of the s20. This time, she did not seek treatment in the ER. She used her inhalers that were prescribed to her. An employee, from the respiratory department, again disposed of a cup of s20 in the trash with residual sterilant left in the cup. The hospital immediately conducted refresher training to the respiratory department on how to properly dispose of a cup of s20. The steris service technician stated that the customer has since installed a new aspirator probe and tray. Since the new aspirator probe and tray have been installed, the customer had not had any further incidents with residual sterilant being left in the cup of s20. Prior to the incident, all employees had received training on the appropriate procedures and precautions for disposing of s20. Those include increasing the ventilation to the room, wearing ppe, and submersing effected s20 containers in water that have sterilant left in the cup. Because these instructions were not followed in this case, a steris account manager will be conducting additional in-service training at the hospital on june 24, 2008.